Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a pt (age & gender unknown) the device displayed a "poor pad contact" message with two sets of electrode pads. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Complainant indicated that the electrodes were discarded and are not available for evaluation.